Event description:
Reporter stated that patient has received readings in the 600 mg/dl - 700 mg/dl range, while using the suspect device. The device's numeric reading range is 10 mg/dl - 600 mg/dl; values > 600 mg/dl should display as "hi." Reporter noted that patient did not modify therapy based on these results. No patient injury was reported. While on the line with technical support, reporter was unable to locate these values in the device's memory. Technical support requested the return of the suspect product and replacement product was shipped.